Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The reported burned power plug was replaced by the biomedical technician (biomed) to resolve the issue. Following parts replacement, the unit was returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius 2008k hemodialysis (hd) machine had observed arcing and burning on the power plug. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this event. There was no burning smell, smoke, spark or flame reported. The biomed replaced the power cord and plug assembly, which resolved the issue. The unit was returned to service at the user facility without a recurrence of the event as reported. No parts were made available to be returned to the manufacturer for physical evaluation.